Manufacturer narrative:
According to the information provided by the technician, during pre-use check the device's safety valve repeatedly opened, making a clicking sound, which caused the leakage. The expiratory channel board was found defective and was replaced to solve the issue. The device was delivered to the user in working condition. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective part was not returned for investigation, as it was kept by the customer. Our conclusion is that the expiratory channel board was the cause of the issues. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that during pre-use check the ventilator made an unusual sound and failed internal leakage test. There was no patient involvement. Manufacturer's ref. #: (B)(4).